Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had slightly elevated threshold that was noted during device changeout. Boston scientific technical services (ts) discussed options with pacing system analyzer (psa). Additional information received indicating that high threshold was possibly due to micro dislodgement but was not confirmed. There was no action taken. This lv lead remains in service. No adverse patient effects were reported.